Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle pacing lead exhibited rising, high, and unstable threshold measurements; a complete loss of capture was noted. In addition, the implantable pulse generator (ipg) experienced accelerated depletion. Reprogramming was performed, and the lead and device were removed and replaced. The patient is a participant in the imaging study of lead implant for his bundle pacing (image-hbp). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned full of blood, blood along lead length and on the proximal conductor. Visual inspection found the outer insulation had a cut, and that allow blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaints of high thresholds. If information is provided in the future, a supplemental report will be issued.